Event description:
The customer reported via phone call that the insulin pump had multiple no delivery alarms during priming. Blood glucose level at the time of the call was 450 mg/dl. The customer reported via phone call that she had been experiencing fluctuating blood glucose levels. Customer reported having a blood glucose level of 440 mg/dl earlier in the day of the call. During troubleshooting, the insulin pump proved to be functioning properly. Customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.